Manufacturer narrative:
The compromised force sensor system alarmed during the basic occlusion test due to loose protruded drive support disk. The pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received compromised force sensor system alarm on their device. It was reported that the pump would be replaced and returned for analysis.